Manufacturer narrative:
.

Event description:
Procedure type: gastrectomy. According to the reporter: after firing, there was a 2cm uncut segment of the anastomosis. Manual suturing was performed to complete the procedure. Surgery was extended more than 30 minutes. Incision was also extended and one of the pt's ribs was cut because thoracotomy was needed. Current condition ok.